Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 2. Reference medwatch with patient identifier (B)(6) for the inform system 1.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 195 mg/dl ((B)(4)) and 105 mg/dl ((B)(4)) while awaiting the lab result of 28 mg/dl and 27 mg/dl, the two meter results listed above were obtained. The patient was treated with an ampoule of d50 while, or immediately after, the reading of 195 mg/dl was obtained. Patient was treated based upon the lab result. No actions taken based on device results. No adverse event reported. Requested return of suspect strips, and replacement was sent.